Event description:
Pt had a pre-op glucometer reading done in 2009. She returned to the walk in clinic at about 8 days later, with a small red, warm, hard area on her right middle finger. The pt reports that this was the site that the finger stick blood sugar was done. She had thought she had a splinter so had used a clean needle to try to remove it at home. The area was incised and 2 small chips of metal were removed from her finger. She was given a course of cephalexin. A culture of the wound was negative. All lancets with the same lot# were removed from pt care areas.